Manufacturer narrative:
Manufacturer analysis: a batch record review and visual inspection of a retained sample could not be performed no batch number for the complaint has been provided. The company reporting and medical assessments concluded that the complaint was medically reportable due to the patient's prolonged hospitalisation. The company medical assessment found the event may have been due to user error and the company root cause analysis concluded that the embolisation endpoint was unknown, however, the tace procedure itself could have contributed to the event. No device malfunction or failure was identified in the course of the investigation and no CAPA or field safety corrective actions have been initiated as a result of this complaint.

Event description:
The physician stated that the abscess was probably related to dc bead. Additional information received on may 25, 2015: on (B)(6) 2015: the patient was hospitalized. On (B)(6) 2015: tace was performed using drug-eluting dc bead (100-300 pm) one vial loaded with 25 mg of epirubicin hydrochloride. A mixture of dc bead and epirubicin was injected through a7 branch. On (B)(6) 2015: contrast-enhanced CT showed abscess (hospitalization and prolonged hospitalization). On (B)(6) 2015: therapy with cravit (levofloxacin hydrate) 500 mg/tablet once daily was given. On (B)(6) 2015: abscess drainage was performed. On (B)(6) 2015: therapy with meropen (meropenem hydrate) 1.5 g (0.5 g three times a day) was given. On (B)(6) 2015: therapy with zosyn (tazobactam sodium/piperacillin sodium) 13.5 g (4.5 g three times a day ) was given. On (B)(6) 2015: contrast-enhanced CT showed abscess shrinkage. Gastric cancer recurred and deteriorated rapidly. On (B)(6) 2015: the patient was transferred to another hospital for best supportive care.

Manufacturer narrative:
Company reference number: (B)(4). Follow medical assessment stated that the information received indicated that abscesses had improved but that patients condition had deteriorated due to progression of his underlying gastric cancer. This new information does not change the overall assessment of this case. On (B)(6) 2015, the patient was hospitalized. On (B)(6) 2015 (previously reported as (B)(6) 2015), tace was performed using drug-eluting dc bead (100-300 pm) one vial loaded with 25 mg of epirubicin hydrochloride. A mixture of dc bead and epirubicin was injected through a7 branch. On (B)(6) 2015, seven days following the procedure a contrast-enhanced CT showed abscess (hospitalization and prolonged hospitalization). From (B)(6) 2015, the patient received therapy with cravit (levofloxacin hydrate) 500 mg/tablet once daily. On (B)(6) 2015, abscess drainage was performed. Between (B)(6) 2015, the patient received therapy with meropen (meropenem hydrate) 1.5 g (0.5 g three times a day). From (B)(6) 2015: therapy with zosyn (tazobactam sodium/piperacillin sodium) 13.5 g (4.5 g three times a day) was given. On (B)(6) 2015: contrast-enhanced CT showed abscess shrinkage. Gastric cancer recurred and deteriorated rapidly. On (B)(6) 2015, the patient was transferred to another hospital for best supportive care. Causal factors for abscess were reported as dc bead (detail was unknown), recurrent gastric cancer, and epirubicin hydrochloride. This event is currently under investigation by the MFR and the conclusions of this investigation / any new info received will be communicated as a f/u report.

Event description:
Previously reported information concerns patient's past medical history that included an operation for gastric cancer, internal carotid artery thrombosis and fungemia. The patient's concomitant medications were not provided. The patient received deb-tace using dc bead (bead size not provided) loaded with 25 mg of epirubicin hydrochloride for the treatment of an unknown indication. Six days following the procedure a follow-up CT revealed an abscess but the patient did not exhibit any symptoms. The patient's hospitalization was prolonged due to the event and later a drainage was performed. The patient's abscess was resolving and the patient remained in the hospital for follow-up. The reporting physician stated that abscess was probably related to dc bead. Additional information was received from the user facility via the company distributor on may 25, 2015.

Manufacturer narrative:
MFR report # 3002124545-2015-00018. (B)(4). Dc bead with epirubicin hydrochloride was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The use of dc bead with epirubicin hydrochloride is considered off-label use. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified. Company medical assessment: patient underwent deb-tace and subsequently developed a liver abscess from which they were reported to be recovering. This is a serious event in that it is documented that prolongation of hospitalization was required. User error cannot be excluded as an underlying cause. The event is therefore medically reportable. Follow medical assessment stated that the information received indicated that abscess had improved but that patients condition had deteriorated due to progression of his underlying gastric cancer. This new information does not change the overall assessment of this case. This event is currently under investigation by the manufacturer and the conclusions of this investigation/any new information received will be communicated as a follow-up report . Manufacturer analysis: a batch record review and visual inspection of a retained sample could not be performed as no batch number for the complaint has been provided. The company reporting and medical assessments concluded that the complaint was medically reportable due to the patient's prolonged hospitalisation. The company medical assessment found the event may have been due to user error and the company root cause analysis concluded that the embolisation endpoint was unknown, however, the tace procedure itself could have contributed to the event. No device malfunction or failure was identified in the course of the investigation and no CAPA or field safety corrective actions have been initiated as a result of complaint.

Event description:
Liver abscess [liver abscess]. Dc bead loaded with epirubicin [off label use]. Case description: initial information concerns a (B)(6) male patient and was received from the user facility via the company distributor on 27-feb-2015. The patient's past medical history included an operation for gastric cancer, internal carotid artery thrombosis and fungaemia. The patient's concomitant medications were not provided. On (B)(6) 2015, the patient received deb-tace using dc bead (bead size not provided) loaded with 25 mg of epirubicin hydrochloride for the treatment of an unknown indication. On (B)(6) 2015, six days following the procedure a follow-up CT revealed an abscess but the patient did not exhibit any symptoms. The patient's hospitalisation was prolonged due to the event. On (B)(6) 2015, drainage was performed. As of (B)(6) 2015, the patient's abscess was resolving and the patient remained in the hospital for follow-up. The physician stated that the abscess was probably related to dc bead. Additional information was received from the user facility via the company distributor on 25-may-2015. On (B)(6) 2015, the patient was hospitalized. On (B)(6) 2015 (previously reported as (B)(6) 2015), tace was performed using drug-eluting dc bead (100-300 microm) one vial loaded with 25 mg of epirubicin hydrochloride. A mixture of dc bead and epirubicin was injected through a7 branch. On (B)(6) 2015, seven days following the procedure a contrast-enhanced CT showed abscess (hospitalization and prolonged hospitalization). From (B)(6) 2015, the patient received therapy with cravit (levofloxacin hydrate) 500 mg/tablet once daily. On (B)(6) 2015, abscess drainage was performed. Between (B)(6) 2015, the patient received therapy with meropen (meropenem hydrate) 1.5 g (0.5 g three times a day). From (B)(6) 2015: therapy with zosyn (tazobactam sodium/piperacillin sodium) 13.5 g (4.5 g three times a day) was given. On (B)(6) 2015: contrast-enhanced CT showed abscess shrinkage. Gastric cancer recurred and deteriorated rapidly. On (B)(6) 2015, the patient was transferred to another hospital for best supportive care. Causal factors for abscess were reported as dc bead (detail was unknown), recurrent gastric cancer, and epirubicin hydrochloride. Additional information received via the company distributor on 20-aug-2015: past medical history was provided: on (B)(6) 2014, the patient who underwent laparoscopy-assisted distal gastrectomy for gastric cancer had suture failure of cut end of the duodenum in the postoperative, and was complicated with central vein catheter thrombosis, fungal infection (candida) and choledocholithiasis. It was reported that there was no symptom predictive of the development of liver abscess. And the patient did not present biloma before the development of the liver abscess. Possible cause for the liver abscess was: complication and past medical history of the patient, patient's characteristics, the underlying disease (hcc); patient's history of biliary disease (common bile duct stone). The patient did not present hepatic cirrhosis or complication of biliary disease. His size of bile duct was within the normal range. No rfa as background treatment. Tace-related matters were: embolization site and range (e.g. S1-8, subsegment or periphery): s6 segment, size of the product used (100-300 microm), anticancer drug epirubicin. Possible causative factors of abscess are the size of the product used and the anticancer drug. The physician confirmed that no overembolization occurred. Tumor characteristics: s6 (no further details were available). The reporting physician stated that various complications after patient's gastrectomy were likely to have led to abscess formation. Case comment: the event liver abscess is unlisted according to the current instruction for use of dc bead. This case documents an off-label use of dc bead,with epirubicin. The reporter considered the events as probably related to dc bead. The company considers that the role of dc bead in the occurrence of the reported liver abscess cannot be ruled out. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. (B)(6).

Manufacturer narrative:
MFR report # 3002124545-2015-00018. Company (B)(4) dc bead with epirubicin hydrochloride was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The use of dc bead with epirubicin hydrochloride is considered off-label use. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified. Company medical assessment: patient underwent deb-tace and subsequently developed a liver abscess from which they were reported to be recovering. This is a serious event in that it is documented that prolongation of hospitalization was required. User error cannot be excluded as an underlying cause. The event is therefore medically reportable. Follow medical assessment stated that the information received indicated that abscess had improved but that patients condition had deteriorated due to progression of his underlying gastric cancer. This new information does not change the overall assessment of this case. This event is currently under investigation by the manufacturer and the conclusions of this investigation/any new information received will be communicated as a follow-up report .

Event description:
Liver abscess. Dc bead loaded with epirubicin. Case description: initial information concerns a (B)(6) male patient and was received from the user facility via the company distributor on 27-feb-2015. The patients past medical history included an operation for gastric cancer, internal carotid artery thrombosis and fungaemia. The patient's concomitant medications were not provided. On (B)(6) 2015, the patient received deb-tace using dc bead (bead size not provided) loaded with 25 mg of epirubicin hydrochloride for the treatment of an unknown indication. On (B)(6) 2015, six days following the procedure a follow-up CT revealed an abscess but the patient did not exhibit any symptoms. The patient's hospitalisation was prolonged due to the event. On (B)(6) 2015, drainage was performed. As of (B)(6) 2015, the patient's abscess was resolving and the patient remained in the hospital for follow-up. The physician stated that the abscess was probably related to dc bead. Additional information was received from the user facility via the company distributor on 25-may-2015. On (B)(6) 2015, the patient was hospitalized. On (B)(6) 2015 (previously reported as (B)(6) 2015), tace was performed using drug-eluting dc bead (100-300 microm) one vial loaded with 25 mg of epirubicin hydrochloride. A mixture of dc bead and epirubicin was injected through a7 branch. On (B)(6) 2015, seven days following the procedure a contrast-enhanced CT showed abscess (hospitalization and prolonged hospitalization). From (B)(6) 2015, the patient received therapy with cravit (levofloxacin hydrate) 500 mg/tablet once daily. On (B)(6) 2015, abscess drainage was performed. Between (B)(6) 2015, the patient received therapy with meropen (meropenem hydrate) 1.5 g (0.5 g three times a day). From (B)(6) 2015: therapy with zosyn (tazobactam sodium/piperacillin sodium) 13.5 g (4.5 g three times a day) was given. On (B)(6) 2015: contrast-enhanced CT showed abscess shrinkage. Gastric cancer recurred and deteriorated rapidly. On (B)(6) 2015, the patient was transferred to another hospital for best supportive care. Causal factors for abscess were reported as dc bead (detail was unknown), recurrent gastric cancer, and epirubicin hydrochloride. Additional information received via the company distributor on 20-aug-2015: past medical history was provided: on (B)(6) 2014 the patient who underwent laparoscopy-assisted distal gastrectomy for gastric cancer had suture failure of cut end of the duodenum in the postoperative, and was complicated with central vein catheter thrombosis, fungal infection (candida) and choledocholithiasis. It was reported that there was no symptom predictive of the development of liver abscess. And the patient did not present biloma before the development of the liver abscess. Possible cause for the liver abscess was: complication and past medical history of the patient, patient's characteristics, the underlying disease (hcc); patient's history of biliary disease (common bile duct stone). The patient did not present hepatic cirrhosis or complication of biliary disease. His size of bile duct was within the normal range. No rfa as background treatment. Tace-related matters were: embolization site and range (e.g. S1-8, subsegment or periphery): s6 segment, size of the product used (100-300 microm), anticancer drug epirubicin. Possible causative factors of abscess are the size of the product used and the anticancer drug. The physician confirmed that no over-embolization occurred. Tumor characteristics: s6 (no further details were available). The reporting physician stated that various complications after patient's gastrectomy were likely to have led to abscess formation. Case comment: the event liver abscess is unlisted according to the current instruction for use of dc bead. This case documents an off-label use of dc bead,with epirubicin. The reporter considered the events as probably related to dc bead. The company considers that the role of dc bead in the occurrence of the reported liver abscess cannot be ruled out. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. (B)(4). Final assessment received on 22-dec-2015: the company considers that the role of dc bead in the occurrence of the reported liver abscess cannot be ruled out. No additional information anticipated. This report is considered final. The case is closed.

Event description:
Initial information concerns a (B)(6)male patient and was received from the user facility via the company distributor on (B)(4) 2015. The patient's past medical history included an operation for gastric cancer, internal carotid artery thrombosis and fungaemia. The patient's concomitant medications were not provided. On (B)(6)2015, the patient received deb-tace using dc bead (bead size not provided) loaded with 25 mg of epirubicin hydrochloride for the treatment of an unknown indication. On (B)(6) 2015, six days following the procedure a follow-up CT revealed an abscess but the patient did not exhibit any symptoms. The patient's hospitalization was prolonged due to the event. On (B)(6) 2015, drainage was performed. As of (B)(6) 2015, the patient's abscess was resolving and the patient remained in the hospital for follow-up. The physician stated that the abscess was probably related to dc bead.

Manufacturer narrative:
(B)(4). Dc bead with epirubicin hydrochloride was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The use of dc bead with epirubicin hydrochloride is considered off-label use. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified. Company medical assessment: patient underwent deb-tace and subsequently developed a liver abscess from which they were reported to be recovering. This is a serious event in that it is documented that prolongation of hospitalization was required. User error cannot be excluded as an underlying cause. The event is therefore medically reportable. This event is currently under investigation by the manufacturer and the conclusions of this investigation/any new information received will be communicated as a follow-up report.